Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was positioned without any difficulty. After the rv lead was secured to the apex, the lead was tested through a competitor pacing system analyzer (psa). These tests noted no sensing or capture. The cables of the psa were changed and the issue persisted. The rv lead was repositioned and there was no sensing. Psa troubleshooting was performed, but did not resolve the issue. The rv lead was connected to the device and testing could not be performed. As a result, the rv lead was explanted and successfully replaced. It was indicated the procedure was considerably extended due to the lead issues. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.